Event description:
It was reported that the implantable pacemaker longevity from 7.5 years to 5 years in a span of 5 months. Boston scientific technical services (ts) discussed that outputs appear higher and change in time remaining seems to be related to outputs. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that the implantable pacemaker longevity from 7.5 years to 5 years in a span of 5 months. Boston scientific technical services (ts) discussed that outputs appear higher and change in time remaining seems to be related to outputs. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.